Event description:
It was reported that the user experienced hypoglycemia with loss of consciousness and seizures on two occasions and was advised by their care team to perform a factory reset of the ilet due to lower than usual blood glucose levels associated with fewer meal announcements; customer care assisted with a factory reset and reconnected the ilet to the ilet mobile app. Symptoms included hypoglycemia with loss of consciousness and seizures. Outcomes included emergency medical services assistance without hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction was identified during troubleshooting and the device was restored to operation after reset and reconnection. It was concluded that the event was related to hypoglycemia with an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.